Manufacturer narrative:
Vyaire complaint #: (B)(4). Device evaluation: d4, d10, g4, g7, h2, h3, h6, h10 . Results of investigation: the vyaire failure analysis lab received the suspected component and performed a failure investigation. When the unit was received it was visually inspected and the low profile lcd cable was found to be damaged to the point that it was permanently bonded to the control board connector prior to being received by vyaire failure analysis lab. The reported issue was duplicated and was isolated to the damaged low profile lcd cable. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) touch screen does not respond to input. The customer stated there was no patient involvement associated with this event.